Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool smart touch sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and death. During the afternoon (the ablation procedure was performed in the morning) the patient began to manifest hypotensive symptoms. A transthoracic cardiac ultrasound was performed and physicians observed cardiac tamponade. Cardiac drainage was performed. During drainage, they observed too much blood, and suddenly the patient¿s heart stopped. In the physicians opinion, the cause of death was the cardiac tamponade and drainage. When the drainage was performed, too much blood was extracted, and during such drainage the patient¿s heart stopped. The physician had doubts whether the drainage had been properly performed in the pericardium or whether the ventricle had been unintentionally punctured. It was also reported that during the procedure the power set on generator was not the same value recorded on carto, yesterday during vt, no harm on the patient during the procedure, managed to finish by increasing the power on the generator to match the one on carto. Graph. Dashboard, vector and visitag were used for fore visualization. The visitag was used with default parameters. Ablation was performed prior to the adverse event. There were no evidence of steam pop. Recommended irrigation settings were used (8ml/min for less than 30w and 15ml/min for greater than 30w). There were no unusual error messages. Since ablation was performed prior to the event it is conservatively reported under the ablation catheter. Since this event led to patient¿s death it is MDR-reportable.